Manufacturer narrative:
Patient presented with stabbing pain; ended up having a pocket revision. Same device was utilized for the revision which was successful, patient is doing well. No further action to be taken.

Event description:
Patient has been complaining of stabbing pain where her battery is. It brings her to her knees if she is up and moving around. CT scan showed normal imaging. We turned the device off to see if it would bring relief, and it did not. Her n/v symptoms have improved, but the pain is much worse in the pocket. The surgeon has tried muscle relaxers, gabapentin, and lidocaine patches. Surgeon revised the device on (B)(6).

Manufacturer narrative:
Attempting to follow up with patient / provider to determine status.